Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported by medwatch report: endoscopic retrieval bag used for laparoscopic surgery. Equipment was inside abdomen and a spring broke and dislodged two s shaped pieces of metal. Metal retrieved by surgeon without incident. Procedure not listed. Device listed as not available for eval.